Event description:
Balloon deflating or breaking. Product had tested ok. Inserted with care to insure no damage was done to the balloon. Re-intubation was necessary with no permanent impairment to patient.